Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture,19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a keyboard keys failure. A field service engineer confirmed the keyboard issue and swapped the keyboard and verified that it was fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard keys were not responding. Nurse reported that they were pulling out some medications when the issue started. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.